Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad cover was observed to be missing from the pump entirely. The keypad was examined and the up arrow button contact was found to be missing. There was no evidence of contamination under the button contacts. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the up arrow button contact was missing from the pump. This report is made based on the results of evaluation completed on (B)(4) 2014.